Event description:
It was reported that during patient support, the cs300 intra-aortic balloon pump (iabp) unit continuously went black and completely shut off, on its own. It was also reported that this issue occurred approximately 3-5 times within an hour. It was further reported that no alarm was noted prior to the occurrences. Upon information and belief, it was reported that the iabp unit was swapped for another maquet iabp without any issues and the unit was sent to the biomedical department for evaluation. Furthermore, it was reported that the customer's biomedical technician ran the unit over the weekend, specifically for 67 hours while plugged into the a/c outlet, without any issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. Additionally, the fse was unable to verify the occurrence and/or cause of the reported issue in the unit's log files. The fse ran the unit with a simulator and balloon on battery for over one hour without any issues. The fse then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during patient support, the cs300 intra-aortic balloon pump (iabp) unit continuously went black and completely shut off, on its own. It was also reported that this issue occurred approximately 3-5 times within an hour. It was further reported that no alarm was noted prior to the occurrences. Upon information and belief, it was reported that the iabp unit was swapped for another maquet iabp without any issues and the unit was sent to the biomedical department for evaluation. Furthermore, it was reported that the customer's biomedical technician ran the unit over the weekend, specifically for 67 hours while plugged into the a/c outlet, without any issues. No patient harm, serious injury or adverse event was reported.